Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the patient programmer showed a communication error and the charger could not locate the ipg. The patient stated they had not charged the device in over a year and the battery depleted. Stimulation therapy was restored postoperatively.